Event description:
It was reported that the programmer's fan bearings were "bad", that it would lose telemetry and that there were "some issues in regard to the analyzer." No specifics were given as to the analyzer but follow-up determined that from time to time the atrial port gave impedance readings out of specification even when the lead position looked fine. When the ventricular channel through the analyzer was used the lead would then test fine. A replacement analyzer is being waited on and then the analyzer will be returned for service. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 radio frequency programmer head. (B)(4).